Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, femoral imaging was not performed. It should be noted that the deployment sequence in the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using the pre-close technique, via an 8f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. No femoral imaging was performed to verify the location of the puncture site. Reportedly, no suture was present when the proglide plunger was removed. The sutures of two additional proglide devices were successfully preplaced. The tavr procedure was completed. The knots of the two successfully preplaced sutures of proglide devices were tightened, but hemostasis was not achieved. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.